Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record received and claim letter received. After review of medical record, patient was revised to address periprosthetic joint infection status post modular revision right thr. There was a large volume of blood tinged minimally cloudy serous fluid. Tissue was inflamed. Liner and head were removed. Patient had a minor leg length discrepancy. Claim letter alleges pain, discomfort and lack of mobility from the affected hip. Doi: (B)(6) 2019 - dor: (B)(6) 2019 (right hip).